Event description:
Patient status-post primary bilateral lumbar discectomy and posterior fusion, l5-s1 on (B)(6) 2011 with continued pain and revision of posterolateral lumbar fusion (with instrumentation) l5-s1 on (B)(6) 2012. Patient receiving daily antibiotic therapy treatments along with weekly crp and white cell count as of (B)(6) 2012. Revision surgery on (B)(6) 2012 l5-s1 of anterior lumbar interbody fusion (alif). Patient attended clinic in (B)(6) 2011 and continued to complain of severe pain. Patient also attended clinic on (B)(6) 2012 after sudden onset of severe back pain over the past 2 weeks. Right rod noted as slipping. Hardware remains implanted. Patient will undergo revision surgery. This is the 1st of 5 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or catalog number or lot number provided.